Event description:
It was reported that the pump touchscreen was unresponsive or slow. There was no adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.